Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 15 mm xience v stent delivery system (sds) was advanced, but could not cross the calcified lesion. Further dilatation was performed, and the xience sds advanced successfully to the lesion; however, an attempt was made to inflate the sds balloon to 8 atmospheres (atm), but the balloon would not inflate. After removal, it appeared that the inflation lumen was collapsed. A new xience v stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the inflation lumen and in the balloon, consistent with a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There were no kinks or collapsed inner member noted to the distal shaft as reported. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was moderately tortuous and heavily calcified, which may have contributed to the resistance. Additionally, it was reported the sds failed to advance, was removed and then re-advanced to the lesion. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Using a new indeflator filled with water, the sds was left pressurized for a few days and the unit did not inflate and the stent implant did not expand. Negative was pulled and pressurized again, still no inflation. The sds was left pressurized for several days when fluid was noted to be leaking from a tear on one of the distal balloon folds. The stent implant was removed and pressurized. There was a tear in the top of the fold for a length of 1 millimeter. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the protective sheath is placed over the balloon. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the rated burst pressure (rbp) prior to release. There was no report of any leak or damage to the sds noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomy was reportedly heavily calcified which likely contributed to the difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the calcified lesion during the multiple attempts to cross the lesion. Analysis noted the guide wire exit notch was torn 2 mm distal to the distal end of the guide wire exit notch for a length of 2 mm. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. A review of the lot history record revealed no nonconforming material records relevant to the reported complaint. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for physical resistance, inflation issues, torn balloon/shafts, or collapsed lumen for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.